Manufacturer narrative:
(B)(4). The customer reported getting a white screen on power up. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to an incomplete electrical connection between the display and the processor pca. Reseating the connector resolved the issue.

Event description:
The customer reported getting a white screen on power up.